Event description:
It was reported that this right ventricular (rv) lead exhibited an increased in the pacing impedances. No out of range measurements. This rv lead remains in service. No adverse patient effect were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)